Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn:m365sc2218700. Model:sc-2218-70. Serial:(B)(6). Batch:7094909. UDI: (B)(4). Product family: scs-paddle leads. Upn:m365sc8216700. Model:sc-8216-70. Serial:(B)(6). Batch:7075563. UDI: (B)(4).

Event description:
It was reported that the patient experienced discomfort at the implantable pulse generator (ipg) site and a loss of stimulation coverage the patient underwent an explant procedure wherein all device components were removed. The explanted devices were kept by the medical facility and will not be returned.